Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high". Cause was not known. A correction injection was administered to address the bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.